Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage adverse event report is being submitted due to symptoms related to diabetes - tremors/shaking. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Son called on behalf of the customer. The customer is concerned with all high test results obtained. The expected fasting blood glucose test result range is 130mg/dl. The customer did report symptoms of severe tremors, felt cold, and couldn't walk. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. Paramedics were called, a blood test was performed and meter read 260 mg/dl. Customer was transported to the hospital where he was given saline solution intravenously. Customer was admitted on (B)(6) 2020 at 8:15pm. The customer stated that the diagnosis was inconclusive and believes it was related to diabetes. The hospital also performed a CT scan and was only treated with saline solution. Customer was discharged on (B)(6) 2020 at 4:00am. The product was not stored according to specification and was stored in the kitchen. The test strip lot manufacturer¿s expiration date is 07/23/2020 and open vial date is undisclosed. The meter memory was reviewed for previous test result history (time is incorrect): (B)(6).